Event description:
It was reported by the customer's parent that the customer had high blood glucose levels of 400 mg/dl. Customer received a no delivery alarm as well as motor alarm. Troubleshooting occured. Customer was unable to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).